Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
Initial reporter should have been (B)(6) rather than blank and phone number.

Event description:
It was reported that the left ventricular lead was not explanted for unspecified reasons. The lead was not used. Another lead was implanted. No further information was reported.